Event description:
Account alleged that the ppm did not audible alarm. Pt was found on the floor, but no injuries occurred.

Manufacturer narrative:
The technician found that the ppm functioned properly and could not duplicate the problem. Technician alleged that the account did not know if the communication cable was connected to the nurse call system when the event happend. The nurse call system was checked by the technician and functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.